Event description:
It was reported that during a lithotripsy procedure; sure flex fiber snapped inside a ureteroscope while the fiber was still inside the patient. The 3cm tip of the fiber that snapped was retrieved from kidney using triceps and the scope was deflected at the time of fiber snapping was reported. The procedure was completed using second fiber. Patient outcome: "no further complications" was reported. No injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal end of the glass fiber exhibits signs of usage and fracture; the total length of the fiber is 11 feet 8.5 inches, connector included in over-all length; the blue outer sheath at distal end of the fiber exhibits burn marks within and signs of stretching; the fiber was tested with hene laser fixture, aim beam is visible at the tip. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.